Event description:
Initial info received from a nurse on behalf of the physician on (B) (6) 2010: currently, a (B) (6) female received unk dosage of poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) for treatment of facial lines. The nurse reported, the pt received an injection in (B) (6) 2008. Her second injection was on (B) (6) 2008. About 6 months ago, the pt developed granulomas and they are getting worse. The pt has had one granuloma surgically removed. No concomitant medications or medical history reported. No further info reported.